Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate due to the patient not completing the air removal step of the load process. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose level.